Event description:
It was reported by the biomedical engineer that when performing functional testing of the device, "the lower screen does not come up to change [the] device settings." The device was sent into the manufacturer for repair. No patient involvement reported with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.